Manufacturer narrative:
The customer reported that the central nurses station (cns) unexpectedly shut down and was stuck in a boot loop when powered back on. The biomedical engineer (bme) found the uninterrupted power supply (ups) was showing the red battery status indicator, and after troubleshooting, they found it to be defective. Ticket 194264 was created for the ups. The bme tried to swap both hdds and boot up the cns with a single drive, but the issue persisted. In the windows hardware status, it did not recognize the hdd 1. Technical support (ts) had the bme try rebooting the cns with the network cable unplugged and the power unplugged, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) unexpectedly shut down and was stuck in a boot loop when powered back on. No patient harm was reported.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The customer reported that the central nurses station (cns) unexpectedly shut down and was stuck in a boot loop when powered back on. No patient harm was reported.

Event description:
The customer reported that the central nurses station (cns) unexpectedly shut down and was stuck in a boot loop when powered back on. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurses station (cns) unexpectedly shut down and was stuck in a boot loop when powered back on. The biomedical engineer (bme) found the uninterrupted power supply (ups) was showing the red battery status indicator, and after troubleshooting, they found it to be defective. Ticket (B)(4) was created for the ups. The bme tried to swap both hdds and boot up the cns with a single drive, but the issue persisted. In the windows hardware status, it did not recognize the hdd 1. Technical support (ts) had the bme try rebooting the cns with the network cable unplugged and the power unplugged, but the issue persisted. No patient harm was reported. Investigation summary: evaluation of the returned device was able to confirm the reported issue of boot looping. To resolve the issue, the hdds were replaced. The cns initially shutdown due to ups failure documented in ticket 194264. It is likely that the ups failure shut down the cns unexpectedly and caused damage to the cns hdds. Corruption of the hard drive(s) can lead to failures in operation. The most common causes for software corruption are ungraceful exits due to use error or power loss. Improper system shutoff is likely to corrupt files and software while performing operations. The cause of the boot looping is related to the failure of the ups. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints for the reported device. D10 concomitant medical device: the following device was used in conjunction with the cns: ups (3rd party device). Model #: a/abce422-11med. Serial #: (B)(6). Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: 01/12/2023.